Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implants have been removed from a patient undergoing revision total hip surgery. Patient had a pseudo tumour and signs of trunnionosis.

Manufacturer narrative:
An event regarding corrosion found in the lfit v40 head (B)(4) involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. However, the mar concluded: "evidence of impingement was observed on the distal rim of the insert. Discoloration was observed on the taper of the head. Eds showed the head was consistent with astm f1537 alloy, and the discoloration was consistent with a corrosion process, material transfer from a hip stem and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: the medical records were reviewed by the consulting clinician and indicated "the primary harm involved is a presumed adverse reaction to metallic debris from a tha. No clinical information was available for review. Detailed material analysis was performed on the explanted femoral head and acetabular uhmwp acetabular liner tha components. Analysis on the femoral stem and trunnion were not performed. It is not known of these were explanted at the time of revision surgery. Documentation which would aid in the further completion of this assessment would include operative reports, surgical implant records, pre and post op x-rays from the index and revision surgeries, laboratory reports including serum cobalt, chromium and titanium levels, surgical pathology reports, outpatient office/clinic notes and the return of the femoral stem if explanted." Device history review: review of the device history records could not be performed as the device was not properly identified. Complaint history review: review of the complaint history records could not be performed as the device was not properly identified. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, surgical implant records, pre and post op x-rays from the index and revision surgeries, laboratory reports including serum cobalt, chromium and titanium levels, surgical pathology reports, outpatient office/clinic notes and the return of the femoral stem if explanted are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Implants have been removed from a patient undergoing revision total hip surgery. Patient had a pseudo tumour and signs of trunnionosis.